Manufacturer narrative:
The returned driver was examined under magnification. Under magnification, the batch numbers for the returned 1.5mm cann. Quick release driver tips (part number ht-0915) were confirmed as 415851 and 487393. The batch number for the 24.0 mm, micro acutrak 2 bone screw (pn at2-c24-s) was confirmed as 527755. The drivers both showed an area of wear around the hex features of the driver tips. No other significant signs of wear could be observed on the driver tips. The head of the acutrak 2 bone screw showed signs of wear and deformation. An area of the head had the anodization worn away and was dented and silver. The hex recess edges were slightly deformed and showed areas that were scratched, worn, and dented. Additionally, the screw showed threads near the screw tail that were stripped. These threads had the anodization worn away and therefore were shiny, silver, and deformed. It is possible that the screw stripped when inserting into the bone. Encountering increased resistance can also have the effect of causing excess torque to be applied to the hex driver when inserting the screw and therefore lead to the interface between the driver and screw becoming tight or stuck. However, due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, after inserting the micro acutrak 2 screw, the driver tip could not be removed. The surgeon tried to pull out the driver tip from the screw, but the entire screw came out. The surgeon changed the procedure to pinning with a k-wire. Two (2) driver tips and a screw were returned. It is unclear which of the two driver tips was used. This report is related to report numbers 3025141-2022-00272 and 3025141-2022-00273 for the other devices involved in this event.